Event description:
Related manufacturer reference number:2017865-2022-10081, related manufacturer reference number:2017865-2022-10082. It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No additional information was reported.

Manufacturer narrative:
The device was returned due to patient death. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions analysis was normal with no anomalies found.